Manufacturer narrative:
Summary of event: as reported, during a procedure involving atherectomy and thrombectomy of the superficial femoral artery via contralateral access, a roadrunner extra-support bare mandril wire guide separated at the tip upon removal of another manufacturer¿s atherectomy device. The wire was not altered prior to use, and the wire was not pulled or manipulated backwards through a needle or metal instrument during the procedure. Upon removal of the other manufacturer¿s atherectomy device, the tip of the wire separated and became stuck within an unknown ¿up and over¿ sheath. The sheath was removed with the wire fragment inside, and a new sheath was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿this wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3: occupation = cath lab manager. G4: PMA/510(k) number = k171948. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving atherectomy and thrombectomy of the superficial femoral artery via contralateral access, a roadrunner extra-support bare mandril wire guide separated at the tip upon removal of another manufacturer¿s atherectomy device. The wire was not altered prior to use, and the wire was not pulled or manipulated backwards through a needle or metal instrument during the procedure. Upon removal of the other manufacturer¿s atherectomy device, the tip of the wire separated and became stuck within an unknown ¿up and over¿ sheath. The sheath was removed with the wire fragment inside, and a new sheath was placed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.